Event description:
A malfunction was reported on a pump by the caller, with no notable events occurring before the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.